Event description:
Low telemetry battery voltage of 2.61 v was reported at eight months post implant, and the device was not pacing. The device was explanted. No patient complications have been reported as a result of the event.

Event description:
Low telemetry battery voltage of 2.61 v was reported at eight months post implant, and the device was not pacing. The device was explanted. No patient complications have been reported as a result of the event. Medwatch 3500a received and reported that the device reached eri, due to recurrent shocks and multiple vf/vt episodes. Pain associated with the shocks.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Event date is 2006, brand name is maximo vr; common device name is ICD, manufacturer information provided, model is 7232cx, and implant date is 2005. Other: low telemetry battery voltage of 2.61 v was reported at eight months post implant, and the device was not pacing. The device was explanted. No patient complications have been reported as a result of the event. Medwatch 3500a received and reported that the device reached eri due to recurrent shocks and multiple vf/vt episodes. Pain associated with the shocks. No conclusion can be drawn; battery, premature discharge of shock, electrical failure, intermittent pace, failure to implant, removal of low battery.